Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that new patients and orders were not crossing and was unable to pull medications. A technical support specialist (tss) checked and found that the processed time was current per es server database and no error found. Later reported that the issue was resolved by the customer by entering the orders and would follow up to ensure the error re-occurs. Then the tss connected to the server, checked interface connection and researched patient messages and verified with the customer that the patient is in station. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new patients and orders were not crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.